Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced hyperglycemia, with glucose rising from 110 mg/dl to a peak of 203 mg/dl after a smaller-than-usual lunch, remaining above range for approximately 30 minutes and then trending down without back-up therapy or ketone testing; the user expressed dissatisfaction with recurrent highs and lows and indicated intent to discuss device return with a healthcare provider. Symptoms included nausea. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device alerts or alarms and no device-related malfunction was identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.